Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer leaked approximately 3ml of fluid at the probe. The leak was not contained within the instrument. The customer was wearing a lab coat, gloves and glasses at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) found that the aspiration tubing at the probe wipe had popped off of port 3. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).